Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory for defibrillation threshold testing. The induced arrhythmia could not be terminated following multiple shock therapies. The physician plans to explanted this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode. The patient will be presented back to the ep laboratory for implant of a transvenous system. Two days later, the patient was presented back to the ep laboratory. Both the s-ICD device and electrode were successfully explanted without incident. A transvenous implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were implanted. The available information suggests that this ICD and rv defibrillation lad remain in-service.